Event description:
It was reported that the device triggered elective replacement indicator and possible premature battery depletion is suspected. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device was approaching eri on 2011. The ramware version 8 was installed on (B)(4) 2011.